Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right popliteal artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the device was simply pulled out from the patient's body and the patient was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right popliteal artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported..